Event description:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('portions of essure') and device dislocation ('suscept migration into pelvis/ no essure device present in right tube') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure devices in left tube" and device physical property issue "essure device seemed extremely long as it filled the entire tube". The patient's medical history included drug allergy (pc, cephalosporin, synthroid, topamax, lamictal.). Concurrent conditions included hypothyroidism, vitamin d deficiency, bipolar disorder, asthma, arrhythmia and ehlers-danlos syndrome. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced chest pain ("chest pain"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and chest pain outcome was unknown. The reporter considered chest pain, device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Abdominal x-ray on (B)(6) 2019: essure devices remain in place bilaterally. Computerised tomogram pelvis - on an unknown date: two essure devices in left tube area but no device on the right; on (B)(6) 2019: essure devices remain in place bilaterally. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of device breakage ('portions of essure') and device dislocation ('suscept migration into pelvis/ no essure device present in right tube') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "two essure devices in left tube" and device physical property issue "essure device seemed extremely long as it filled the entire tube". The patient's medical history included drug allergy (pc, cephalosporin, synthroid, topamax, lamictal.). Concurrent conditions included hypothyroidism, vitamin d deficiency, bipolar disorder, asthma, arrhythmia and ehlers-danlos syndrome. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, the patient experienced chest pain ("chest pain"), 7 years 7 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, device dislocation and chest pain outcome was unknown. The reporter considered chest pain, device breakage and device dislocation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56.2 kgs. Abdominal x-ray - on (B)(6) 2019: essure devices remain in place bilaterally. Computerised tomogram pelvis - on an unknown date: two essure devices in left tube area but no device on the right; on (B)(6) 2019: essure devices remain in place bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.